Event description:
As reported by the equinoxe shoulder study, approximately 1 year and 1 month post right tsa implantation, the 53 y/o male patient presented with a dislocation. "He was doing well until late 2022 when following a vigorous workout in the gym he sustained a dislocation of the right shoulder while turning over in bed. He required an emergency room reduction at a local hospital and has been fine since that time. He had no symptoms prior to this instability episode." The action taken was closed reduction in ER. The outcome of this event is considered resolved and the clinical study report indicates this event is definitely related to the device(s) and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(D10) concomitant device(s): 320-40-03 - 145-deg pe 40mm hum liner +2.5 : 6538367 300-30-07 - equinoxe preserve stem 7mm : 6702244 315-35-00 - glnd kwire : 6670696 320-10-00 - equinoxe reverse tray adapter plate tray +0 : 6723400 320-31-40 - glenosphere, 40mm : 6385961 320-35-01 - small glenoid plate : 6636380 320-15-05 - eq rev locking screw : 6692527 320-20-00 - eq reverse torque defining screw kit : 6710626 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm : s117127 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm : s117128 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm : s121271 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm : s121300 321-52-07 - 3.2mm drill bit sterile : 6604982 pending evaluation.

Manufacturer narrative:
The cause of the patient¿s shoulder dislocation and subsequent closed reduction reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. D1: corrected. D4/d6: device, serial #, UDI #, expiration, implant and explant dates unknown. G3: manufactured dates unknown. G4: PMA 510k cannot be determined. H6: corrected health effect, medical device, and investigation clinical codes.